Manufacturer narrative:
(B)(4).

Event description:
Procedure: laparoscopic choledocholithotomy. According to the reporter: the surgeon attempted to clamp the tissue, and the jaw bent and broke. No patient harm. Operating time not extended. Add'l tissue resection: no. Tissue damage: no. Nothing fell into the cavity. No bleeding.